Event description:
It was reported that pump displayed minimum fill notification when customer attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case and clean pneumatic tap area with alcohol wipe or lint-free cloth, and reloading same cartridge resolved issue, allowing customer to successfully load cartridge and resume insulin delivery.